Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, august 4, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(6) 2015.